Manufacturer narrative:
Device malfunction is suspected.

Event description:
Reporter indicated that pt presented for an office visit with an increase in seizures. Pt's pre-vns baseline seizure rate is unk to MFR at this time. Sys diagnostics and normal mode diagnostics tests run during the office visit yielded high lead impedance, indicating a possible lead malfunction. Good faith attempts to obtain further info are currently being made.